Manufacturer narrative:
(B)(4). This is the second of two medwatch reports being submitted for the reported event of patient expired where there is an allegation of the product being causally related to the adverse effect. The post market surveillance team is in the process of requesting medical records, treatment data, and patient specific details related to this event. Although follow-up information has been requested, no additional details have been made available. Should further information become available, a supplemental medwatch report will be submitted. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. Clinical investigation: any association between the granuflo and naturalyte or any fresenius products and the events of alkalosis, cardiac arrhythmias, stroke, and the patient¿s subsequent expiration on (B)(6) 2015 cannot be determined based on the lack of available information. Further details related to product identification, including concomitant medical products, patient demographics, along with a detailed patient medical history, including comorbidities, relevant laboratory values, medical testing, therapy dates, as well as a death certificate and/or autopsy report are needed to determine potential causality.

Event description:
The plaintiff's attorney alleged that the patient received hemodialysis (hd) treatments from (B)(6) 2012 that included the use of granuflo and/or naturalyte products. The patient suffered a stroke in (B)(6) 2012. The attorney went on to describe additional adverse effects experienced by the patient including alkalosis and cardiac arrhythmias, which culminated with the patient expiration on (B)(6) 2015. There is no clear timeline presented on the provided legal documentation. After the patient suffered the stroke in (B)(6) 2012, the lawsuit does not indicate whether the patient continued to undergo hd treatments with the naturalyte and/or granuflo products. Furthermore, the lawsuit does not indicate that any other fresenius products were in use during the patient's hd treatments, nor does the attorney allege any additional fresenius device malfunctions. Although requested, no further case information or patient specific details have been provided as it relates to the treatment or management of the stroke, alkalosis, or cardiac arrhythmia. Should additional information become available, a supplemental medwatch will be submitted.

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte liquid acid concentrate products shipped to the three accounts where the user received treatment within the selected time frame. A review of the product manufacturing records was performed on all lots identified. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte liquid acid concentrate is manufactured to meet (B)(4) requirements using validated processes, and released based on a determination that the finished product met those requirements. Per the documented product investigation, there was no indication that the naturalyte liquid acid concentrate caused, contributed to, or was a factor in the reported event.